Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer was treated for the low blood glucose with soda. The customer was informed that there could be many reasons for low blood glucose. The customer states they did not upload carelink and does not check their blood glucose levels routinely. The customer was informed of the importance of checking their blood glucose levels. The customer did not want to be transferred to the help line for further assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.